Event description:
It was reported that after the pt switched cell phone providers, he noticed a change in therapy. The pt would follow-up with a healthcare provider to see if magnetic read switch was enabled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).